Event description:
The pt was evaluated by an interventional radiologist. His impression/plan: severe left lower extremity thrombosis only partially responsive to conventional anticoagulant therapy-plan venogram and transcatheter lytic therapy, pulmonary embolus-utilize retrievable ivc filter, as he did not seem to warrant permanent filter placement. On 04/19, pt was taken for planned procedures. During the procedure, the filter failed to deploy and attempts to retrieve were unsuccessful pertinent details of event: due to the presence of the extensive dvt, a groin approach could not be used and the pt was positioned prone and the left lower extremity below the knee was prepped and draped. Only greater saphenous venous patency was identified. A superficial portion of the thrombosed left short/small saphenous vein was punctured with a 21 gauge needle. An 0.018 guidewire was inserted followed by subsequent vessel dilatation to permit insertion of a 7 french introducer. Contrast injection obtained venography of the infrarenal segment. A 5 french catheter was inserted over an angled guidewire to negotiate the extensive venous occlusive disease to the level of the common femoral. Contrast injection obtained left iliac venogram. Catheter was advanced to the level of the ivc bifurcation for inferior venacavography. A long, 90 cm 7 french introducer -flexor tuohy-borst side arm introducer- was placed over the guidewire, and exchanged for the shorter sheath supplied with the g2. Diagnostic inferior venacavagram was performed. The 7 french introducer was connected to continuous saline. The sub-28 mm inferior vena cava diameter was confirmed. The 7 french introducer was advanced to the immediate infrarenal location after insertion of the guidewire and dilator. The guidewire and dilator were then exchanged for a g2 retrievable ivc filter which was inserted into the left trans-saphenous 7 french sheath. The filter was then advanced with a blunt cannula through the tip of the introducer, just below the renal vein. Immediately upon exiting the introducer, the filter failed to deploy whatsoever. Over the subsequent 2-3 cardiac cycles, the filter migrated into the intracardiac position. Intermittent svt was identified without a drop in bp. The pt was immediately turned into the supine position and the right neck was prepped and draped. Immediate echocardiography confirmed filter position, still undeployed, within the right ventricle. Numerous unsuccessful attempts were made to snare or retrieve the filter. The pt ultimately required transfer to another facility for open retrieval of the filter.